Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with stored episodes of post-paced t-wave over-sensing recorded by the implantable cardioverter. No interventions were made, as the physician elected to continue to monitor. The patient was stable.